Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo 90 infusion set was involved in an incident where occlusion alarms (alarm number in pump history: 26) occurred. The patient's blood glucose was reported at 321 mg/dl. Troubleshooting determined that blockage was located at the site and the cannula was bent at the base. The patient reported that he administered a correction bolus with his pump after successful site change to address the high blood glucose and then resumed insulin. No permanent injury was reported.